Event description:
Interlink cap from PICC insertion kit was cracked or cracked while being placed on patient line. Levoquin antibiotic leaked on bed. Noted after about 30 cc. No apparent injury to patient.